Event description:
Per report, the sheath leaked severely with any device inserted except when a .035 wire was in by itself. The patient was stable at the end of procedure, the case was successfully completed. Additional information provided by the edwards' clinical specialist: there was no leaking noticed during the prep of the device. The introducer/sheath was inserted into the patient without issue. There was no leakage after the introducer was removed from the patient, nor when the sheath was with only the wire. The blood leakage was first noted upon the insertion of a pigtail catheter on the sheath. When the delivery system/valve was inserted into the sheath, the physician left the loader cap on to stop the bleeding. The patient was stable throughout the procedure and no additional intervention/transfusion was required due to the leakage.

Manufacturer narrative:
Preliminary device evaluation results:the event could not be re-created in the lab. The hemostasis valves do not appear to be non-conforming and are in the correct orientation. No valve tears are present. Additional testing will be performed.

Manufacturer narrative:
The device was returned in a used condition. The returned device failed only one of the hemostasis test performed. Post hemostasis testing, the valves in the sheath were removed and visually inspected. A tear was observed on the disc valve which was the root cause of the leak in the sheath; however, the root cause of the tear itself could not be determined. It is likely that the tear observed would have only occurred if there was existing damage/cuts to the disc valve prior to the procedure. In this case, it cannot be confirmed whether the damage to the disc valve occurred during manufacturing or during use at case as a result of the user failing to wet/prep introducer prior to insertion into the sheath. Additional measurements and tests of the returned sheath's parts were found to meet the specifications. A device record history review shows that the device met specifications prior to release for distribution. A disc valve tear in the sheath may result in a minor blood leakage. In this particular case, it was reported that the amount of blood loss during the procedure did not result in any additional intervention/transfusion. Although a manufacturing non-conformance could not be confirmed, it has been determined that in order to prevent further potential occurrence, an inspection is being added to examine this part for damages and tears with magnification. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.